Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the infusion set's tubing detached at the quick release. The patient noticed insulin out of the tubing two hours after changing the set. This issue occurred with three infusion sets. No further information available.